Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this 91 y/o female patient's hip was revised. The device failed causing a fracture near the implant site. She required hospitalization for 1 week and follow up therapy to regain mobility. She remains in pain and has to use a walker to get around. It was later learned that the devices was recalled. Due to the patient's advanced age, the surgeons are recommending not to have the revision surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the bone fracture was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.